Event description:
Additional information was received that this lead continued to exhibit high pacing impedance and high pacing threshold measurements as noted during a revision and routine device replacement procedure. Measurements obtained on a competitor pacing system analyzer (psa) were also out of range. However, since there were no other issues noted and the patient did not require pacing, the physician opted not to explant this lead and decided to only change the device. No other adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. A final report will be sent after information is received of the x-ray and induction test. It the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed high pacing impedances greater than 3000 ohms and high thresholds. An x-ray and induction test maybe performed in the near future to access the integrity of the lead. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that prior to the revision procedure, measurements were obtained and the pacing impedance measurement had decreased to 2,057 ohms. Pacing threshold had also decreased. All other lead measurements were in acceptable range. The revision was canceled and will be performed when the associated device reaches normal elective replacement indicator (eri). At this time the lead remains implanted and in service. The patient will be seen again in two months. No adverse patient effects were reported.

Event description:
Information was received indicating that a follow-up was performed. The hospital is aware of the low r-waves and no actions were scheduled. No adverse patient effects were reported.